Event description:
The reporter stated the surgeon used an aa4203tl 18.5 diopter with se/2.0 toric optic silicone single piece lens. Reported injector difficulties. No pt contact. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available.

Manufacturer narrative:
(B) (4) (difficulties with injector) - (B) (4).